Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: coolflow pump, catalog # cfp002, s/n: (B)(4), carto 3 system, catalog # fg540000, s/n: (B)(4), stockert 70 generator, catalog # s7001, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered diaphragmatic paralysis requiring no medical or surgical intervention. Several weeks post-procedure, the patient reported shallow breathing. Phrenic nerve paralysis was detected via chest x-ray. There were no interventions. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the event. Phrenic nerve stimulation did not return. Physician did not provide a causality opinion. It was noted that the physician did not seem to make a negative association between radiofrequency ablation and the event.